Event description:
It was reported that the "footplate was bent" on the craniotome device. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be mis-handling.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.